Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain and also that the device stopped working. A surgical procedure was performed, during which it was noted that there was fluid loss, the left cylinder outer sheath had detached at the proximal end of the component and, in addition, the connecting tube between cylinder and pump was severed. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.